Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the device to be in good condition. The device's event history log revealed a battery not working" alarm. To conduct function testing the device was powered up. Upon power up, the reported problem was duplicated. It was determined the root cause of due to normal wear of the battery. To address the issue the battery was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the pump had a battery failure. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.